Manufacturer narrative:
H10: the suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) is unable to confirm the complaint that there is a misalignment in the touch position. The touch screen flex circuit passed all resistance testing of test #1."

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that there as a misalignment in the touch position. A calibration was performed on the touchscreen, but the issue was not resolved. The se then replaced the touchscreen to resolve the issue.

Manufacturer narrative:
E1: reporting address postal: (B)(6).